Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00358 through 3012447612-2021-00363.

Event description:
It was reported that six closure tops stripped during final tightening intra-operatively. The surgeon used new closure tops to complete the operation without patient impacts. This is report four of six for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed very minor cosmetic damage to the hex drive on each closure top. Functional testing revealed that the closure tops were able to be screwed/unscrewed into pathfinder tulips (part 3505-6545) without issue. The damage found is commensurate with product use. The hex drives were still able to function as needed. No product issue was identified. Potential cause root cause was unable to be determined since no product failure was identified. DHR review per DHR reviews, the parts were likely conforming when they left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that six closure tops stripped during final tightening intra-operatively. The surgeon used new closure tops to complete the operation without patient impacts.this is report four of six for this event.